Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. A pre accelerated stress test (ast) for 15 minutes with 1000 ml as a simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor test. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) did reveal pre accelerated stress test (ast) failed due to blank screen. Step 6.1.10 platform # 23. Sent to rework. Rework: referenced rework manual part number 509272 revision r page 113 / found defective inverter board causing blank display. Replaced front panel assembly. Go/no go test passed. Both hipot test passed. Sent to pre-ast. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient line is blocked alarm occurred on a patient¿s liberty select cycler during fill 3 of 4 of their peritoneal dialysis (pd) treatment. The patient noticed that the top of the screen was green in color. The patient changed position as well as pressed ok but the message occurred again. The patient did not see fibrin but also stated the cycler sounds different. The patient did not re-setup with new supplies. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however was not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.